Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user biomedical technician (biomed) reported that a 2008t machine experienced a 24v low alarm during a patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow up, from both the biomed and the clinic manager (cm) of the facility. The alarm occurred approximately two hours and forty minutes into the patient¿s treatment. The staff was unable to clear the alarm by using a different battery, and the patient was moved to another machine. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The patient was able to complete their treatment after being moved and re-setup with new supplies. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was utilizing a fresenius optiflux dialyzer, in addition to fresenius bloodlines. Following the event, the 2008t machine was pulled from service for evaluation. The biomed stated that the lp955 board was replaced, however, this did not resolve the reported issue. All of the machine¿s boards were reset to resolve the reported issue. The machine was back in service and reportedly fully operational at the time of follow up.